Manufacturer narrative:
The device was received and evaluated. The reported issue of no upstream occlusion was not fully evaluated as the device was not tested for upstream occlusion detection. The device needs to be test specification prior to release and will be calibrated to correct the condition.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a no upstream occlusion. There was no patient involvement. No additional information is available.